Event description:
Follow up information reported that the patient was schedule to have the device system explanted on (B)(6) 2013. No explanation was provided by the healthcare professional. Additional follow up information received reported that the patient was seen and evaluated at the hospital to rule out a stroke, tia, and/or seizure. No diagnosis was found but it was reported that the patient had recovered from the weakness issue. It was noted that the implantable neurostimulator (ins) therapy was being used by the patient during the entire event. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2013 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported, the patient had swelling in left arm and leg and weakness on the left side of their face. The patient went to the emergency room and was held overnight for observation. It was noted they were admitted to the hospital for possible signs of stroke. It was noted a diagnostic check was run with the clinician programmer and all contacts read in normal range. It was also noted there were no open or short circuits. It was also noted, the patient was sitting up in bed when the representative arrived and they carried out a short coherent conversation while the stimulator was checked.

Event description:
Additional information received reported that the patient¿s wound was slow to heal and slow to close. It was noted that the patient was not coping well with the device in her body.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated on (B)(6) 2013 the patient's healthcare provider (hcp) performed an incision and drainage on the patient's implantable neurostimulator (ins) pocket. The hcp stated that it was 'red and puffy' and may be infected. It was later reported the patient had their ins replaced on (B)(6) 2013 due to infection. It was stated the patient had good therapeutic effect with the original ins. If additional information is received, a supplemental report will be filed.